Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it was not synced with the server and did not receive new admission, discharge, and transfer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer stated that the station appeared to be up-to-date, and customer also checked the patient case list, which showed that all patient names were from today. And no further investigation required for this device. The system functioned as intended after the issue was resolved.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it was not synced with the server and did not receive new admission, discharge, and transfer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.